Event description:
Information was received indicating that no downstream occlusion occurred to a smiths medical cadd-prizm® vip system. There were no reported adverse effects.

Manufacturer narrative:
Additional information was received indicating that the issue was found during preventive maintenance testing and that there was no patient involvement. Device eval: one smiths medical cadd-prizm vip pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved psi testing and the reported issue was duplicated. The investigation determined that fluid ingression was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device as a result of improper cleaning of the device. Beyond device repair, no further action will be taken on this issue.